Event description:
Patent called in for child to report that he believed that the insulin wasn't being delivered to his son. Son started out with a high bg of 226. They administered correction bolus and checked the bg. 2 hours later and his bg was 319. They delivered a correction bolus via syringe and changed to a new pod. Two hours later, his bg was 126. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.